Event description:
It was reported that during a lap gastric bypass procedure, the device was fired and the clip shot out of the jaws of the device unformed. Not reported how the case was completed. No patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.